Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 27 mg/dl. Customer alleged the pump did not deliver insulin as intended. No additional patient or event information was provided. Multiple follow up attempts were made to gather additional information and perform troubleshooting, however, the customer did not respond to follow up attempts.